Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) implant procedure, after left ventricular (lv) lead fixation, analyzer was connected. (Lv1-lv2) lv pacing threshold and impedance were acceptable measures. After lv lead connection with the ICD, the device failed to capture though lv impedance and threshold were acceptable measures. Then, lv output level was increased and lv pacing polarity was changed several times but the ICD pacing capture failed. The lv lead was once removed and again measured by analyzer, and it was almost the same as analyzer data of lv pacing threshold and impedance immediately following lv lead fixation. The lv lead was reconnected with the same ICD, but pacing failure occurred. The lv lead was connected with a new pacemaker and succeeded in pacing without issue. Both lv pacing threshold and impedance showed no significant changes compared with that of analyzer measurement. The ICD was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.